Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 07-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint product was received loose inside the original folding carton. The dfu, patient stickers, implant notification card, and implant identification card was also received. During a visual inspection, the device was inspected under magnification. The complaint handpiece was received with the plunger rod advanced to the lens stuck inside the cartridge tube. The leading haptic of the lens can be observed to be unfolded as expected for lens delivery. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ovd may have been used which could contribute to the complaint issue reported. The cartridge tip was observed to be bent. The lens module was inspected revealing no issues; however, viscoelastic residue was observed on the lens module lid. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the cartridge and cleaned revealing one haptic was bent. Complaint issue "haptic damaged¿ was identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was defective/damaged and that the haptic was damaged. Therefore, a backup lens was used instead. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to dec 13, 2024. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.